Event description:
It was reported that a smiths medical pump displayed a "no disposable no disposable clamp tubing" alarm. Alarm silenced and pump settings verified along with medication label. Pump due to finish later today. Pump turned off and back on; pump alarmed no disposable pump won't run. Pump turned back off, line clamped, cassette removed and tubing massaged. Possible air bubble noted in line. Cassette reattached, line unclamped and pump turned back on. Alarm continued. Patient not affected. No further information available.